Event description:
It was reported that during implant, the lead was difficult to manipulate and positioning on the right ventricular septum was unstable. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. Blood was present in/on the helix/lobe mechanism and the inner tubing was kinked/buckled. Damaged at implant.